Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿results on total hip arthroplasties with femoral shortening for crowe¿s group IV dislocated hips¿ by hiroyuki makita, md, phd, et al, published by the journal of arthroplasty (2007), vil. 22, no. 1, pp. 32-38, was reviewed. The purpose of this article is to review the postoperative results of total hip arthroplasties in 12 female patients with crowe¿s group IV with completely dislocated hips, implanted between 1990 and 2002. Both depuy and competitor products were used in this study. Implanted depuy products: 5 s-rom cups. 2 duraloc cups with locking rings, 7 unknown acetabular liners, and 8 s-rom stems with sleeves paired with 22-mm femoral heads. Results: there is insufficient information to determine the manufacturers of the component associated with the following adverse events. The total number of impacted depuy products is unknown. 1 stem revised at 8 years due to implant migration secondary to aseptic loosening. 2 postoperative superficial infections. There were no surgical interventions or revisions associated with the superficial infections. There is insufficient information provided to determine the severity of the infections. 2 peripheral nerve injuries- no treatment required. 1dislocation 3 weeks postoperatively treated with closed reduction. Captured in this complaint: liner and head: implant dislocation. Stem and augment: implant migration and implant loosening at the bone to implant interface. Health impact codes: surgical intervention, medical device removal. Symptoms codes: nerve injury, infection, joint dislocation. There were no reported product problems with the acetabular cups and locking rings.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.